Manufacturer narrative:
The rse evaluated the device remotely and determined that the operation test was failed due to the deterioration of the ECG cables. To resolve the issue, ECG cables were replaced, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective ECG cables. The root cause of which could not be determined. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not pass the operation test due to deterioration of the ECG cables. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6) a follow up report will be submitted upon completion of the investigation.